Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3254532. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device leaked on (B)(6) 2024, a nurse was administering an IV infusion to a patient when the medication spilled out of the needleless infusion connector connection, resulting in spillage and depletion of the medication.